Manufacturer narrative:
On 5/2/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: bilateral rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with mentor memorygel breast implant 600cc on the left, and 700cc on the right, silicone breast implants which bilaterally ruptured after implantation. The issue was captured on CT scan and ultrasound, and confirmed by the physician. As a result patient underwent bilateral removal and replacement as follow; left replaced with serial number (B)(4), catalog number 3507595mc, and right replaced with catalog number 3507680mc, serial number (B)(4) on (B)(6) 2019. This report is for the left side.

Manufacturer narrative:
On 5/25/2019, the manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. On 5/30/2019, device evaluation completed: during analysis of the sample a crease was observed running from the anterior to the posterior view. Leak testing was performed according with mentor procedures and it revealed a tear within the crease measurement approximately 0.6 cm. No other anomalies were observed. A fold or wrinkle rupture is a known inherent risk associated with the use of mammary prostheses. As stated in the product insert data sheet, creating the reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. Manufacturer¿s reference number: (B)(4).